Event description:
It was reported that the device was displaying a service indicator. There was no pt use associated with the reported event. Upon initial evaluation it was observed that the device had a fault code in memory that indicates a failure of the device to communicate to the therapy module. After further testing it was observed that the device would not deliver defibrillation therapy.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not duplicated. Multiple selftests & power cycles were performed while mechanically stressing the board. No abnormalities were found. Further root cause of the reported failure was not determined.